Event description:
Caller reported an incident of hypoglycemia requiring professional medical treatment within 24 hours of having attempted unsuccessfully to use the aviva system because the strips would not fit into the meter. A request was made for the return of the meter and strips, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.